Event description:
Info received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The technician found the circuit pan did not have a good connection at the intermediate frame. The technician tightened the connection to repair the bed.